Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable elecsys vitamin d assay gen 2 results for four patient samples when compared to the result with a dilution. Patient 1 initial result was >100 ng/ml and the repeat result with a 1:2 dilution was 36.0 ng/ml. Patient 2 on (B)(6) 2017, the initial result was >100 ng/ml and the repeat result with a 1:2 dilution was 20.8 ng/ml. Patient 3 on (B)(6) 2017, the initial result was 86.1 ng/ml and the repeat result with a 1:2 dilution was 39.2 ng/ml. Patient 4 on (B)(6) 2017, the initial result was >100 ng/ml and the repeat result with a 1:2 dilution was 40.6 ng/ml. The sample was repeated undiluted and the result was 28.9 ng/ml. The repeat results were reported to the doctor. There was no allegation of an adverse event. The reagent lot number was 27396200 with an expiration date of 30-sep-2018.

Manufacturer narrative:
The field service representative replaced the microbead mixer and cleaned the sipper syringe. The customer had no further issues until (B)(4) 2018 when another questionable high result was generated. The initial result was >100 ng/ml and the repeat result was 25.8 ng/ml. No erroneous result was reported outside of the laboratory and the patient was not adversely affected. The investigation was unable to find a definitive root cause. A general reagent issue was excluded.

Manufacturer narrative:
The customer had no further issues until (B)(6) 2018 when another questionable high result was generated. The initial result was >100 ng/ml and the repeat result was 53.8 ng/ml. No erroneous result was reported outside of the laboratory and the patient was not adversely affected. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. A workaround has been provided to customers. Unique identifier (UDI)#: (B)(4). (B)(4).